Event description:
It was reported that during an unknown procedure the device did not work even if the battery seemed to be ok. No patient consequences reported.

Manufacturer narrative:
(B)(4), date sent: 7/24/2023, d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 8/31/2023. D4: batch #261c62. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, uncut, and there were staples present. No battery was received. When the test battery was installed the tissue compression scale did intermittence. The device was disassembled to verify the condition of the internal components. Upon disassembling, evidence of corrosion was noted on the gearbox assembly, bulkhead contacts, and wire harness assembly. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be exposure to cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 261c62, and no non-conformances were identified.